Event description:
A pt was having a MRI scan of the thoracic spine at our clinic. At the time of the event, the pt was using the cinemavision MRI compatible audio/video goggle system to watch a television channel during the scan. During the scan, the pt informed me that he felt a hot spot I n the area of the right side of his groin. We entered the room and removed the pt from the MRI unit. We discovered that the portion of the cable - part of the audio/video goggle system - that was overlying the pt's right groin was very hot. The pt stated that he was ok and we completed his test after removing the audio/video goggle system. After the test, while changing into his street clothes, the pt noticed a reddened area on his skin in the area where he felt the heat during the MRI scan. The area was about 1 cm by 5 cm. We filed a very similar report about 2 weeks ago. The audio/video goggle system has been replaced since the previous report.